Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended use a silverhawk to treat a 40mm severely calcified chronic total occlusion (cto) in the mid left common femoral artery. Moderate tortuosity was reported in the 7mm diameter artery. A 7fr non medtronic sheath and a 5mm spiderfx was used in the procedure. The vessel was pre-dilated. The IFU was followed. It was reported that the physician was unable to flush tissue from the device during cleaning. A second device was opened to complete the procedure. It was reported that moderate resistance was felt during withdrawal of the device and that the nose cone tip detached from the device at the hinge pin. The detached tip was removed from the patient and successfully cleaned. No patient injury was reported.

Manufacturer narrative:
Additional information: the nosecone which had separated from the catheter remained attached to the system via the plunger/blade which connected the device shaft to the nosecone and all came out together over the wire. Nothing was left in the body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: a silverhawk device was returned. The cutter driver was returned attached to the device. No ancillary device or images were returned for review. The silverhawk was removed from the packaging and was inspected. Biological debris was noted within the distal assembly. Black plunger was observed to be distal to the biological material. Distal assembly remained attached to the torque shaft adapter; the connection was loose. Microscopic inspection revealed the cutter window was full of calcified material. Inspection of the hinge pins revealed that one of the hinge pins was damaged and deformed. The pin was pointing proximally. The proximal collar of the housing exhibited a flaring; a tear was noted perpendicular to the hinge. The damage observed was consistent with the tip being bent beyond the tilt limits of the hinge assembly and the pin being forced tensionally. No damage was noted to the additional hinge pin weld. Inspection of the nosecone and the guidewire lumen revealed no anomalies. A 0.014¿ guidewire from laboratory stock was loaded onto the silverhawk device. No anomalies were noted with the guidewire lumen. The device was advanced into 7.0fr sheath and some resistance was noted; however, the device was able to be fully inserted into the sheath. The resistance was due to the observed hinge pin damage. If information is provided in the future, a supplemental report will be issued.